Event description:
End user reported to care facility staff that 3 function electric bed was making unusual noises and operating without any pendant activation on his part. He further reported to the facility that he detected an electrical smell. User was removed from bed prior to event. Later in the evening facility maintenance staff, discovered mattress on fire. No injury occurred.